Event description:
It was reported that a patient had charging issues with the device where she ¿just couldn¿t get it to recharge.¿ it was noted that the patient previously had weight gain and loss due to reflex sympathetic dystrophy and the patient was ¿now pretty trim.¿ it was indicated that the device was explanted. It was unclear why the device was explanted or if it was related to the patient¿s charging issues. Twelve days later, it was reported that the device was replaced because it had an elective replacement indicator. It was unclear if the patient had a rechargable or non-rechargable device.

Manufacturer narrative:
Product ID 3550-29, lot # n133788, implanted: (B)(6) 2008, product type accessory; product ID 3 777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had charging issues with the device where she "just couldn't get it to recharge." It was noted that the patient previously had weight gain and loss due to reflex sympathetic dystrophy and the patient was "now pretty trim." It was indicated that the device was explanted. It was unclear why the device was explanted or if it was related to the patient's charging issues. Twelve days later, it was reported that the device was replaced because it had an early replacement indicator. It was unclear if the patient had a rechargable or non-rechargable device.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had issues with charging the device due to weight loss. It was reported that the ins was not flipped or tilted. If additional information is received, a follow up report will be sent.